Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation

Event description:
It was reported that during use the needle would not engage into the safety mechanism. Resistance was felt upon pulling the needle into the mechanism. No adverse health outcome resulted from this event.

Manufacturer narrative:
Three devices were returned and examined. Two had been used and the needles were found to be in the captured shelf area as designed. The unused device was then examined and when the arm was pulled upon it was found to lock into the capture shelf area as designed, without any abnormalities or unusual needed force. Device functioned as designed. No problem found.

Event description:
It was reported that during use the needle would not engage into the safety mechanism. Resistance was felt upon pulling the needle into the mechanism. No adverse health outcome resulted from this event.